Manufacturer narrative:
Investigation conclusion: the customer complaint of the screen going blank and the battery beeping after the front case assembly being replaced was not confirmed in this investigation. Testing performed found the pcu to be operating within specifications. No conclusion could be drawn as to why the customer experienced the reported issue through log review. The internal inspection process has not found any damaged cables or assembly boards. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that in the end of march it was experienced that the screen goes blank and the battery beeps after replacement of the faceplates. The devices were plugged in as an attempt to stop the beeping. There was no patient involvement.